Event description:
Customer reported meter provided unspecified readings that were not consistent with manifested symptoms. She experienced shaking, a twisted mouth, and weakness. She was taken to the intensive care unit of the hosp by paramedics. She was tested for stroke and heart attack with results that ruled out those possibilities. Customer indicated symptoms were the result of high blood glucose levels.